Event description:
Device 2 of 5. Reference MFR report: 1627487-2011-03422, 03425, 03426, 03427. The pt received a scs system on (B)(6) 2011. It was reported that the pt system was explanted on (B)(6) 2011 due to skin erosion by the lead and an undetermined infection. The pt was treated with IV antibiotics. Attempts to gather add'l info have been unsuccessful. No further info is available at this time.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilisation records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.